Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a broken balloon and presented leaks in mechanical ventilation. The patient had decreased lung volume and saturation that requires a tube replacement. After replacement, the patient remained with adequate volume, peak pressure with normal ranges, saturation between 88 - 91% but under respiratory surveillance.